Manufacturer narrative:
Investigation found a tear in the exposed portion of the soft cannula. Fluid diverted through the tear upon manual rotation of the ratchet gear. Although the cannula was damaged, the timing and cause of the damage are unknown. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. Blood was found on the device, but the formed needle was inspected, and no abnormalities were found. Although the investigation found no evidence of any damage, the reported event could not be determined.

Event description:
It was reported the patient's blood glucose level rose to 20.4 mmol/l (367 mg/dl) while wearing the pod between 4 and 24 hours on the arm. No specific treatment information was provided. The patient experienced bleeding when they removed the pod and also had moderate ketones. As treatment, a new pod was successfully placed. The device was originally reported for insulin leaking from the pod.